Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018 positive driveline culture swab for staphylococcus epidermidis. On (B)(6) 2018 antibiotics infusion was stopped.

Event description:
Additional information reported that the start date was (B)(6) 2018 for the reported infection. Oral antibiotics were reported ongoing at 720-day post operation visit. Types of treatment included hospitalization, changes to medication; oral antibiotics and parenteral antibiotics. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event